Manufacturer narrative:
The blood glucose meter was requested back but was not returned, however, if the meter is returned in the future, a supplemental report will be filed.

Event description:
The patient reported that two control test performed on (B)(6) 2024 were out of range. Control 1 had a range of 101 to 152 and control 2 had a range of 280-420. Control 1 results of 20 and 90 respectively, and control 2 had result of 210 and 327 respectively. Since three test fell out of range, the device failed to perform as intended.

Manufacturer narrative:
This supplemental file is being filed for a correction in regards to numbers.

Event description:
The patient reported that two control test performed on (B)(6) 2024 were out of range. Control 1 had a range of 101 to 152 and control 2 had a range of 280-420. Control 1 results of 20 and 97 respectively, and control 2 had result of 210 and 327 respectively. Since three test fell out of range, the device failed to perform as intended.